Manufacturer narrative:
D10. Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p5h1075), sigphandle, sig power sigphandle handle, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, during the second transection of the greater momentum of the stomach, a reload was fired using a powered stapler. The reload fired without issues and the knife retracted, but the reload became stuck and could not be opened. It was also reported that the slot of the reload appeared in yellow on the device screen. Safety systems were executed: first, the device was restarted by pressing both firing activation buttons, but the reload did not open; second, the shaft was disconnected from the device, waited for more than 2 minutes, and then reconnected, after which the reload successfully opened. The procedure continued without any further incidents. The handle and shell were kept, while the shaft was replaced solely as a preventive measure.